Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, ovarian cyst, cystitis interstitial and chronic cervicitis. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract disorder ("urinary problems"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), urinary incontinence ("trouble holding your bladder because I can hardly make it to the bathroom"), pollakiuria ("can per eveery 10 min") and procedural pain ("and sore so hard"). The patient was treated with surgery ((B)(6) 2018-(hysterectomy), bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, urinary tract disorder, menorrhagia, dysmenorrhoea, dyspareunia, urinary incontinence, pollakiuria and procedural pain outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, pollakiuria, procedural pain, urinary incontinence and urinary tract disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-apr-2020: extension of expected date of next report. On 23-mar-2020: social media received- new event and sore so hard was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, ovarian cyst, cystitis interstitial and chronic cervicitis. In october 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract disorder ("urinary problems"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). The patient was treated with surgery (21nov2018-(hysterectomy), bilateral salpingectomy). Essure was removed on 21-nov-2018. At the time of the report, the pelvic pain, urinary tract disorder, menorrhagia, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and urinary tract disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, ovarian cyst, cystitis interstitial and chronic cervicitis. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract disorder ("urinary problems"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), urinary incontinence ("trouble holding your bladder because I can hardly make it to the bathroom"), pollakiuria ("can per every 10 min"), procedural pain ("and sore so hard") and vulvovaginal dryness ("vaginal dryness") and was found to have hormone level abnormal ("hormonal imbalance"). The patient was treated with surgery (on (B)(6) 2018(hysterectomy), bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, urinary tract disorder, menorrhagia, dysmenorrhoea, dyspareunia, urinary incontinence, pollakiuria and procedural pain outcome was unknown and the hormone level abnormal and vulvovaginal dryness had resolved. The reporter considered dysmenorrhoea, dyspareunia, hormone level abnormal, menorrhagia, pelvic pain, pollakiuria, procedural pain, urinary incontinence, urinary tract disorder and vulvovaginal dryness to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received: new events added: hormonal imbalance , vaginal dryness, event outcome were added and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, ovarian cyst, cystitis interstitial and chronic cervicitis. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract disorder ("urinary problems"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), urinary incontinence ("trouble holding your bladder because I can hardly make it to the bathroom"), pollakiuria ("can per every 10 min") and procedural pain ("and sore so hard"). The patient was treated with surgery ((B)(6) 2018-(hysterectomy), bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, urinary tract disorder, menorrhagia, dysmenorrhoea, dyspareunia, urinary incontinence, pollakiuria and procedural pain outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, pollakiuria, procedural pain, urinary incontinence and urinary tract disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-apr-2020: extension of expected date of next report. On 23-mar-2020: social media received- new event and sore so hard was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, ovarian cyst, cystitis interstitial and chronic cervicitis. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract disorder ("urinary problems"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), urinary incontinence ("trouble holding your bladder because I can hardly make it to the bathroom") and pollakiuria ("can per eveery 10 min"). The patient was treated with surgery ((B)(6) 2018-(hysterectomy), bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, urinary tract disorder, menorrhagia, dysmenorrhoea, dyspareunia, urinary incontinence and pollakiuria outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, pollakiuria, urinary incontinence and urinary tract disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: pfs received: events trouble holding your bladder because I can hardly make it to the bathroom was & pollakiuria were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, ovarian cyst, cystitis interstitial and chronic cervicitis. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract disorder ("urinary problems"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). The patient was treated with surgery ((B)(6) 2018-(hysterectomy), bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, urinary tract disorder, menorrhagia, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and urinary tract disorder to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.